Event description:
Same case as MFR report# 2134265-2008-04396. It was reported from the perseus trial staff that during an unspecified procedure utilizing these marketed devices, a vessel dissection occurred. The 28mm lesion was located in the calcified right coronary artery (rca). The maverick2 15mm x 2.5mm balloon catheter was advanced to the lesion for pre-dilatation and inflated three time to a maximum inflation of 12 atms. A maverick2 20mm x 3.0mm balloon was advanced to the lesion for further pre-dilatation and inflated two times to a maximum of 10 atms after which time the physician noted a "non-flow limiting" vessel dissection. The dissection was treated with placement of two unspecified stents. The patient's status is reported as "fine".

Manufacturer narrative:
The complainant indicated that the device was disposed of at the user facility and will not be returned for evaluation, therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.